Event description:
Clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The index procedure treated two vessels. The first being the 80% stenosed 2.8x15mm target lesion located in the left circumflex (lcx) artery. Treatment consisted of pre dilation with a 2.5x12mm apex balloon using 7 inflations with a maximum 20 atmospheres (atm's) resulting in a vessel dissection and coronary spasm. Bailout treatment placed a 3.0x18/20mm study sent in the lcx, in which an additional dissection occurred (grade f) distal to the stent. Bailout treatment for the 2nd dissection placed a 2.5x8mm platinum study stent before the bifurcation, resulting in a "good end result apart from coronary spasm". The second vessel was a 70% stenosed 2.4x12mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with a 2.5x12mm apex balloon using 6 inflations with a maximum 14 atm's and the placement of a 2.5x18/20mm study stent with good end result. The event was considered resolved without residual affect the same day.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.